Event description:
It was reported that (1) atw45 was used during a laparoscopic bilateral salpingo-oophorectomy procedure. It was reported by the rep that the surgeon fired the atw45 across the right intra peritoneal ligament. When the instrument opened, a large amount of blood was noticed from the staple line. The case needed to be converted to an open procedure to control the bleeding. When the staple line was later inspected the staples had not formed properly. Extended operating room time by 40 minutes.